Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported that the patient went to the pd clinic, however, it was not reported if the patient was hospitalized for the event. On an unreported date, the patient was flushed and given unspecified antibiotics (dose, frequency, and route not reported) as treatment for the peritonitis event. The outcome of the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. No additional information is available.